Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that an error "e116" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5, h6, and h10.

Event description:
Additional information received from the customer which confirmed the error code (e116) was discovered during preparation for use for a therapeutic lap cholecystectomy procedure. Although the vision became dull on the subject device, the procedure was completed using the subject device without delay. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d4, d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code (e116) was unable to be duplicated. The root cause of the error code was unable to be identified. The event can be prevented by following the instructions for use which state: ¿use the camera control unit only under the conditions described in ¿environments¿ on page 195 and ¿specifications¿ on page 196. Otherwise, improper performance, compromised safety, and/or equipment damage may result. Do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [8.1 care]: do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the camera control unit may break down and get damaged from overheating.¿ additionally, the investigation confirmed dust in the unit, scratches on the top cover, front panel, and chassis, rust on the rear panel and chassis, deformed heat spacer, and noisy power switch. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.